Event description:
Patient reported since they were instructed to revert to and earlier aligner that still fit it has caused an issue with one of their lower front teeth, exposing the root of the tooth.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.